Event description:
The patient had a challenging cardiology history being diagnosis with severe mitral valve stenosis. On (B)(6) 2018, patient had mitral valve replacement surgery at (B)(6) hospital with surgeon dr. (B)(6). For the next seven years, patient had no complications post-surgery; engaging in routine check-ups and physical therapy regularly. The patient volunteered at the food bank the day of the traumatic event with no complications. Approximately 8pm that night she began to experience tachycardia & tachypnea within minutes of the onset. Her husband took her to the local emergency department where she was evaluated. She was immediately incubated upon arriving at the hospital. The cardiologist were stunned by how rapid her condition declined. They diagnose her with valve catastrophic mechanical failure involving the implanted valve. Unfortunately, the patient didn't survive the episode. The cause of death listed on patient's death certificate was acute bio-prosthetic mitral valve regurgitation with flail leaflet. Patient's daughter is the reporter and specified her mother showed no adverse signs or symptoms leading up to (B)(6) 2026.